Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level reported as it did not exceed 500 mg/dl. Customer received assistance from technical support in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue arose once more.